Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the button on the pump does not work; exact button was not provided. No adverse event reported. No product to be returned due to custom and legal issues in (B)(6); replacement was sent.